Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens). Patient also mentioned they had a bad experience when they put the temporary one in and they called the patient when they got home and said they were still bleeding and it was like dripping blood down their back and had to go to hospital right away. Pt states she had nothing protecting or taped to her body and thats how she got infection. The patient was redirected to their healthcare provider to further address the issue. Pt states last time charged was 2022. Pt reports she's had issues since they put device in. Pt states she has irritation and actually burning skin when charging ins and the would last awhile and then developed infection and had staph infection and had all the antibiotics and states this all was (B)(6) 2017. Patient also mentioned they had a bad experience when they put the temporary one in and they called the patient when they got home and said they were still bleeding and it was like dripping blood down their back and had to get the hospital right away, pt states nothing was protected or taped and thats how she got infection.